Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, it was reported that the audio bolus button was damaged and over responsive to user presses. There was no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: on investigation, the audio bolus button functioned properly. Investigation did not duplicate the alleged tactile change issue; however, moisture contamination was found on the button contact.